Event description:
Reporter indicated during implant surgery, high lead impedance was received on a diagnostic test. A new lead was implanted and is "perfectly working."

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.